Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the left forearm vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported.